Event description:
A veterinary customer from (B)(6) reported a false susceptible oxacillin result for a staphylococcus pseudintermedius strain in association with the vitek®2 ast-gp76 test kit (lot 2760108203). The customer stated that he obtained an oxacillin susceptible and a cefoxitin screen test negative for the strain, with the ast-gp76 card. The qc passed for the card. The disc diffusion method was performed and the result was oxacillin resistant. The customer stated the strain was sent to reference lab for meca-pcr and maldi-tof testing and the result was mrsp (meticillin resistant staphylococcus pseudintermedius). The customer reported that no incorrect results were reported as they have not validated ast with vitek. There was no impact to the patient. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A veterinary customer from (B)(6) reported a false susceptible oxacillin result for a staphylococcus pseudintermedius strain in association with the vitek®2 ast-gp76 test kit (lot 2760108203). The customer submitted the strain for evaluation. An investigation was performed. The presence of a mrsp strain was confirmed by pcr meca positive. The isolate was subcultured on cos and coh medium. The identification was confirmed as s. Pseudintermedius and testing included using vitek 2 ast-gp76 cards from two (2) random lots (rl1: 2760311103, rl2: 2760332203) and agar dilution (ad) as the reference method for ox101n used in this card. Note: customer lots cl1 2760108203 and cl2 2760165403 are expired; therefore, two random lots were tested. Agar dilution method gave ox mic = 1 mg/l r, according to the vitek 2 breakpoints v7.01 = eucast 2008 breakpoints : [ </= 0.25 mg/l s ; >/= 0.5 mg/l r]. For the two (2) lots tested on vitek 2, the results from both media were: ox 0.5 mg/l r. The ox values are within essential agreement compared to the reference mic (+/- doubling dilution) ad =1 mg/l r. Biomérieux did not reproduce the customer's susceptible result. The customer result ox = 0.5 mg/l (s) demonstrates a category error due to the customer's use of customized breakpoints. Vitek 2 ast-gp76 cards performed as intended and no further action is required.